Event description:
The user provided the following statement: "I performed a two-stage revision on a patient following the failure of a cruciate ligament replacement operation carried out elsewhere. During the replacement procedure, the drill channels were filled with bone cylinders due to knocked-out drill channels. This was tolerated by the patient without any problems. After replacement with an stg graft (fixation with ultrabutton and resorbable arthrex screw), there was an extensive soft tissue reaction in the anteromedial access area. The knee joint itself was unremarkable. The patient developed severe pain and bone oedema in the tibial head. I therefore performed a revision with debridement. I also replaced the arthrex screw with a titanium implant. Nevertheless, the wound continues to secrete, aseptically. Histology revealed a foreign body reaction and crystals similar to those found in the bone cylinder were found in the secretion. The histology of the synovium is unremarkable except for a slight irritation reaction. The operation with the drilling channel filling took place on (B)(6) 2025. The restabilisation was carried out on (B)(6) 2025. I found the first crystals on (B)(6) 2026 in the wound secretion that had now appeared."

Manufacturer narrative:
Further information has been requested to better understand the patient condition and to support investigation. This event is being reported despite a lack of evidence relating the complications seen to the synthetic bone substitute. Batch records have been reviewed and the device lot has no nonconformities, there is no excessive bioburden that could result in an extreme foreign body reaction. This is the first report of this type for the device despite being marketed since 1998, as the bone substitute has a history of safe use. The device was also used alongside other medical devices during these revision surgeries. The user stated that crystals similar to what is seen in the bone substitute could be seen in secretions evaluated in january, however this could potentially be due to resorption of the device in the area resulting in exposure of said device to these secretions.